Manufacturer narrative:
(B)(4). On march 23, 2018, it was reported that the depth gauge was not cutting deep enough. The customer returned an air dermatome device, serial (B)(4), for evaluation. On 4 june 2018, the event was updated with the following information: "per vdoc , the depth gauge was not cutting deep enough." The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated air dermatome serial (B)(4) six times as documented in the repair reports in livelink. The last repair was january 16, 2017 where it was reported that the device skips and jumps and the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screws, poppet, and reciprocating arm were replaced. This is not a related issue. Product return of the air dermatome by medicrea on march 19, 2018 revealed that the device was worn and corroded. The motor was running a little rough, but within motor speed specification. The calibration of was within specification. Repair of the air dermatome was performed by medicrea on march 23, 2018 which included replacement of the ball bearings, o-rings, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, reciprocating arm and control bar. Air dermatome, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3250. The reported event ¿the depth gauge was not cutting deep enough¿ was non-verifiable since the lever or the lever components were not mentioned being damaged or repaired. The root cause of the depth gauge not cutting deep enough cannot be specifically determined with the provided information since the lever or lever components were not mentioned being damaged or repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that all faulty parts were replaced. Calibration of the head and tests were performed. Follow up was conducted but no additional information was available. No adverse events were reported as a result of this malfunction. On 4 june 2018, the event was updated with the following information: "per vdoc , the depth gauge was not cutting deep enough."